Manufacturer narrative:
During pick up of a citadel plus bed (after expiration of rental period) it was found by an arjo representative that the side rail was partially detached from the beds frame (the side rail lower arm was fractured in two pieces). No incident neither injury was reported. The safety side is equipped with the safety side rail mechanism which allows to raise or lower the side rail. It consists of two s-side upper arms and one lower arm. In analysed complaint, the lower arm was broken in two pieces causing that the side rail was partially detached and lost its functionality. A customer staff was not aware this issue. The root cause of the malfunction could not be established as it is unknown in which circumstances the breakage occurred. According to instruction for use (831.374) operation of side rails should be check daily. When malfunction is noticed, the service should be performed. To sum up, the complaint was decided to be reportable due to the safety side rail malfunction (partial detachment due to side rail lower arm breakage). The bed was found to be damaged and from that perspective, the device did not meet performance specifications. There was no indication that there was a patient involved, no injury was reported.

Event description:
During pick up of a citadel plus bed (after expiration of rental period) it was found by an arjo representative that the side rail was partially detached from the beds frame (the side rail lower arm was fractured in two pieces). No incident neither injury was reported.